Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The arrow buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Weak battery alarm and low reservoir alarm anomaly were not verified due to unresponsive buttons. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 112 mg/dl. Customer stated that she was programming a bolus and numbers kept scrolling up and would not stop. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer also reported that the insulin pump alarmed weak battery and low reservoir however customer declined to do troubleshooting. No further information provided.